Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as manufacturer's report# 6000079-2007-00749. It was reported that during a pulmonary artery percutaneous transluminal angioplasty treatment procedure, balloon removal difficulties were encountered. The packaging of the blue max balloon stated that it should go through a 7f sheath, and it was initially advanced through the sheath, but after inflating then deflating the balloon it could not be removed through the 7f sheath. The physician increased the french size to a 10f sheath and the balloon was retrieved with great difficulty. He had to pull the balloon out at the same time as the sheath. The physician then attempted an xxl balloon. The balloon was advanced through a 10 french sheath instead of a 7f sheath as indicated on the packaging. After inflation and deflation, it was difficult to pull this balloon back through the sheath also. The procedure was completed with great difficulty. It was reported that there were no injuries or complications for the pt. Pt status is reported as "fine."